Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07822. It was reported that the patient will have a full system explant. The reason for the surgery was not given.

Event description:
Related manufacturer reference number: 1627487-2019-07822. It was reported that the patient had a full system explant due to ineffective therapy on (B)(6) 2019.